Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 24.5 mmol/l the time of incident and the other blood glucose was 12.1 mmol/l. The customer was using the auto mode feature. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.